Event description:
Attempting to give blood emergently in the midst of increasing vasopressors/placing ng tube/trying to keep patient from aspirating/providing pt comfort/calling multiple mds/calling blood bank with epic scanning issues/intubation/xray/etc. Channel kept beeping occlusion. Channel was changed - alarms occlusion. PICC was re-flushed - alarms occlusion. Tubing was flushed - alarms occlusion. PICC lumen was changed - alarms occlusion. We attempted to manually squeeze blood through the tubing and were unable to do so. We attempted to pump blood with the tubing disconnected and were unable to do so. Blood bag was attached to another pre-primed blood set and was replaced back in the same channel and there were no more issues. Blood tubing will be placed in clinical leader's mailbox. Lot (10)19056255 rl6 84998.